Event description:
It was reported that device embolization and patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24 mm watchman flx pro laa closure device and delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged the following day after transthoracic echocardiogram. The patient was admitted to the hospital five (5) weeks post procedure due to being in atrial fibrillation and shock. The patient was cardioverted and a diagnostic computed tomography (CT) was performed. The CT imaging showed that the closure device had embolized and was positioned infra-renally and was limiting blood flow to the lower extremities. The patient had emergency abdominal surgery. The closure device was successfully removed during surgery and the patient was brought to the intensive care unit to recover from this event. The patient did not make a full recovery, and the patient died post-surgery.

Manufacturer narrative:
Section b1 adverse event/product problem: added product problem.

Event description:
It was reported that device embolization and patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged the following day after transthoracic echocardiogram. The patient was admitted to the hospital five (5) weeks post procedure due to being in atrial fibrillation and shock. The patient was cardioverted and a diagnostic computed tomography (CT) was performed. The CT imaging showed that the closure device had embolized and was positioned infra-renally and was limiting blood flow to the lower extremities. The patient had emergency abdominal surgery. The closure device was successfully removed during surgery and the patient was brought to the intensive care unit to recover from this event. The patient did not make a full recovery, and the patient died post-surgery.